Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3d max on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the 3d max. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1 ¿ left and device 2 - right). Per operative notes, ¿a small infraumbilical midline incision was made through the anterior rectus sheath. Both left and right hernia sac were dissected out. Two 3dmax mesh (device 1 ¿ left and device 2 - right) were placed into the right and left inguinal floor and secure it with sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent left inguinal hernia hereby underwent open repair with implant of unknown mesh. Per operative notes, ¿an incision was made extending from the pubic tubercle to the mid inguinal point in the left inguinal region. The hernia sac was dissected out. A medium size unknown mesh was placed into the internal ring and secured it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3d max on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the 3d max. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.